Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely. Review of the remote transmissions revealed the right ventricular (rv) lead exhibited oversensing due to noise. The patient was brought to the clinic on (B)(6) 2020 for in-person assessment. Isometrics were performed, noise was noted when the patient coughed. A procedure was performed to address the noise on (B)(6) 2020. The patient was in stable condition.